Event description:
Plaintiff alleges the development of an allergy to latex as a result of direct and indirect exposure to latex gloves. Plaintiff alleges the loss of the society, consortium, and services of spouse and economic loss.